Event description:
Customer reports that she obtained a result of 389 mg/dl and retested within minutes with a result of 440 mg/dl. Customer states that she did not wash her hands prior to this result so retested within 10 minutes of the original of 389 mg/dl to obtain a result of 160 mg/dl. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.